Event description:
It was reported that the subject programmer doesn't switch on due to a fuse problem.

Event description:
It was reported that the subject programmer doesn't switch on due to a fuse problem.

Manufacturer narrative:
(B)(4).